Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analysis found no anomalies. It was noted that all conductors had blood/body fluid (not obstructed), the inner insulation was kinked buckled and there was apparent explant damage.

Event description:
It was reported that the lead had no capture, dislodged, and had perforated. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.